Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's device alarmed for motor error during rewind. It was reported that there are motor error alarms present in the alarm history. It was reported that the customer's blood glucose level was normal. It was reported that the device was out of warranty. No further information provided.